Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh, ams elevate, bard align, bs obtryx & coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to grade iii cystocele, + use of smokeless tobacco it was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and inability to sleep due to pain. The patient underwent grade 3 cystocele repair with prolift and mesh on (B)(6) 2008. The patient experienced pop and significant amount of lower back pain, right groin pain and underwent anterior colporrhaphy, kelly plication and elevate anterior repair with cystoscopy, the prolift mesh was left in situ on (B)(6) 2008. The patient underwent cystourethroscopy (B)(6) 2009 and there was no bladder stones or masses. The patient underwent cystoscopy on (B)(6) 2012, the plan was to proceed with suburethral mesh excision and urethrolysis to improve the patient¿s voiding. The patient experienced bladder outlet obstruction and dyspareunia and underwent cystoscopy, resection of vaginal mesh and removal of portion of mesh with urethrolysis on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.